Manufacturer narrative:
Patient¿s weight is not available for reporting. (B)(4). Device is not implanted/explanted. A device history record (DHR) review was performed: non-conformance (nc), no relevance to complaint condition. DHR review: part number: el-2020s2, bme lot number: bel170017, lot expiration date: 13 january 2022, supplier lot number, manufacturing date or release to warehouse date: 13 february 2017, supplier: n/a: ncmr was generated for one (1) implant kit package that got damaged during post-sterilization inspection. DHR review (parent lot): part number: el-2020s2, bme lot number: 1611132337, lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: 20 december 2016, supplier: n/a: ncmr was generated during production for three (3) implants showing edm marks. Ncmr was generated for one (1) implant failing dimensional inspection. DHR review (parent lot): part number: el-2020s2, bme lot number: 1611132338, lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: 20 december 2016, supplier: n/a: ncmr was generated for three (3) implants failing dimensional inspection. DHR review (parent lot): part number: el-2020s2, bme lot number: 1611132369, lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: 20 december 2016, supplier: n/a: ncmr was generated for three (3) implants failing dimensional inspection. DHR review (parent lot): part number: el-2020s2, bme lot number: 1611132334, lot expiration date: n/a, supplier lot number: n/a, manufacturing date or release to warehouse date: 6 december 2016, supplier: n/a: these non-conformances are not relevant to the complaint condition since this complaint addresses a broken inserter during surgery. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed. Broken inserter and broken drill guide were received. Received in biohazard bag. Visual inspection was performed on the received devices to confirm the failure mode. It was observed that the inserter broke on the upper part of one of the legs. This was a known issue for this type of inserter. Process was opened to address this issue under bme's old qms, qcbd, resulting in the change of the raw material from (B)(4). This change was released on may 8, 2017. The inserter involved in this complaint belongs to a lot that was released on february 13, 2017, three months before the material change was made. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a medial column revision on (B)(6) 2017, as the surgeon was using an 18 mm drill to drill through the 18 mm drill guide, the drill guide broke. The surgeon switched to a 20 mm drill and 20 mm drill guide to fix the issue. However, as he was inserting the staple, and staple was being released from the inserter, the inserter broke. The staple remained in proper place, and therefore, no additional intervention was required. There was no surgical delay. All broken pieces were recovered. The procedure was completed successfully with no patient harm. This revision was performed due to non-synthes implant failure and original date of surgery is unknown. Concomitant devices reported: staple (part # el-2020s2, lot # bel170017, quantity # 1). This is report 1 of 1 for complaint (B)(4).